Event description:
The reporter contacted lfs on january 6, 2010 alleging inaccurate high readings on the patient's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The patient obtained a 250 mg/dl, 195 mg/dl, 225 mg/dl, 226 mg/dl and a 233 mg/dl done greater than 20 minutes from one another. The patient mentioned that he noticed that the reported issue first began around (B) (6) 2009. The patient did not seek any medical attention or contact their physician for assistance. Three weeks after the alleged reported issue began, the patient developed symptoms of feeling dizzy. A quality control test was not done since the patient did not have any control solution. The products were replaced. No further clinical information was provided. It would have been helpful to know how long symptoms lasted, a "normal" reading for the patient and how often the patient test in a day. The complaint is being reported since the reporter alleged that due to the elevated readings, at an unspecified time later, the patient developed symptoms of feeling dizzy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.